Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient had a merlin transmission and a high impedance was noted. The patient presented in clinic and impedance values were stable. The device was reprogrammed and will be monitored.